Event description:
A trilogy 100 was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing resulting in an error code. Err_vbulk_fet_open indicates an open vbulk fet. This mosfet connects the output of the ac/dc supply to the input of the boost converter. The device will not run off of ac supply but it will charge the batteries. The device will run off of battery power so there is not an impact to therapy quality, but there could be an impact to the availability of therapy. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. Additionally, unrelated to the test failure, the device was found to have missing/displaced rubber feet, the cord retainer was missing, and the rear enclosure was damaged. Necessary parts replaced to address the issues.